Manufacturer narrative:
Additional information received indicated that the patient developed high power on february 4th, 2017. Controller log files were sent. Preliminary log file analysis did not reveal any controller alarms logged in the last 14 days of available data. The patient did not complain of any symptoms of vad thrombosis. The patient had the driveline debridement revision on (B)(6) 2017. As of (B)(6) 2017, the patient remained stable with low hemolysis markers. The site suspected pump thrombosis and started the patient on heparin infusion. The pump power increased by 1 watt whenever the systemic heparin infusion was stopped. Updated labeling: per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption beginning (B)(6) 2017. However, parameters were within normal operating range. Available log files did not reveal any alarms for the past 14 days up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of returned pumps, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's recent sepsis, bleeding and cessation of the patient's anticoagulation therapy may have also contributed to the high power event. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient had sepsis and driveline debridement with revision. The patient was also off anticoagulation due to bleeding event on (B)(6) 2017 which lasted until morning of (B)(6) 2017. No further information was provided.